Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center screen becomes black and no image was displayed. The issue occurred during preparation before use. There were no reports of patient involvement.

Event description:
The reported event occurred, during preparation for a diagnostic ear, nose and throat endoscopy (ent endoscopy). The procedure was completed using a similar, but different device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the legal manufacturer's final investigation. Corrected fields: g2: (check healthcare professional). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. The device was evaluated, by a field service engineer. And the customer's malfunction was not confirmed. However, a reportable malfunction of a stuck power button was found, during evaluation. Based on the results of the investigation, it is not possible to establish the root cause of there being no image. However, it is likely, that the power switch was stuck, as a result of a power switch malfunction. Olympus will continue to monitor field performance for this device.